Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest tightness. Angiography showed single vessel disease. A 2.25 x 23 mm xience xpedition stent was implanted in one of the target lesions, which was an 80% stenosis in the distal left anterior descending (lad) coronary artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for palpitations and chest tightness. Coronary angiography showed a 60% in-stent stenosis in the proximal lad. Medication was administered and the patient was discharged on (B)(6) 2017. Per the physician, the event may be related to the device. No additional information provided.

Manufacturer narrative:
(B)(4). Correction: required intervention to prevent permanent impairment/damage. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received stated that there was new stenosis within 5 mm and within the implanted 2.25 x 23 mm xience xpedition stent. No additional information provided.